Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. However, the reported driveline disconnect and pump stop event were confirmed through an evaluation of the submitted system controller log file. The log file captured that on (B)(6)2017 the driveline was disconnected from the system controller causing the pump to stop. Approximately 6 minutes later, the patient''s driveline was reconnected to the system controller and the pump restarted. Following the pump off event, the pump appeared to be operating normally. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient¿s clinic visit system controller history interrogation revealed a driveline disconnect/pump off alarm on (B)(6) 2017. The patient¿s driveline was found to be severely twisted, almost into a ball. The health professional untwisted and manipulated the driveline, and no alarms occurred; however, the driveline appeared to have been permanently altered by the twisting. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and the driveline disconnect and pump stop event was confirmed. On (B)(6) 2017, it was reported by the lvad clinicians that no further assistance was requested from technical services. The patient was discharged. No additional information was provided.